Event description:
According to the facility on (B)(6) 2025, there was a "skin tear to the right arm under incision from ioban being removed after procedure dressed tear with bacitracin ointment and telfa covered with an ace wrap".

Manufacturer narrative:
According to the facility on (B)(6) 2025, there was a "skin tear to the right arm under incision from ioban being removed after procedure dressed tear with bacitracin ointment and telfa covered with an ace wrap". Md was made aware. There were no new orders. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.